Event description:
Natrelle tissue expander with suture tabs was opened for breast reconstruction by doctor. When physician went to use the filling catheter it was noticed that there was a defect in the tubing where there was a missing piece of the tubing making so it was unusable. Additional catheter had to be opened.